Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care provider reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on unknown date with unknown blood glucose level. The customer had a blood glucose of more than 500 mg/dl. It was unknown that the customer was using insulin pump on auto mode or not. The insulin pump will not be returned for analysis.